Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The 3.5 x 12 mm vision stent delivery system (sds) was advanced to the lesion and inflated; however, angiography confirmed that the stent was not implanted. The stent was observed to be dislodged in the protective sheath, on the stylet. A non-abbott stent was used to complete the procedure. There was no resistance noted during removal of the protective sheath. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned vision stent delivery system (sds) found blood visible in the guide wire lumen and on the stent implant and crystallized contrast on the shaft and in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant had dislodged from the balloon and was returned, confirming the reported dislodgement. The stent implant was not inside the protective sheath when returned as reported or on the stylet. There was no damage noted to the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length and stent outer diameters were measured and met manufacturing criteria. The inner diameter of the protective sheath was measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible that the protective sheath was inadvertently handled during removal, resulting in the stent dislodgement however this could not be confirmed. It was reported the sds was advanced to the lesion and the balloon inflated before it was noted the stent was missing. It should be noted the multi link vision coronary stent system instructions for use (IFU) states: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, it does not appear that the failure to inspect the sds prior to use contributed to the stent dislodgement. A review of the lot history record database for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.